Manufacturer narrative:
Specimens were collected in 12 x 75 mm edta tubes and were sampled within 17 minutes of collection. Specimens were stored at room temperature. The instruments are performing within qc specifications. Controls were run before the incident and recovered within assay limits. Bci field service engineer (fse) performed start up, ran latron and controls. The system works within specifications. Raw data was requested but not available. At this time, root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxh 800 coulter cellular analysis system generated erroneous differential results (high mo% and low ne%) on 1 patient. These results, provided to bci, were based on lis reports and it is unknown if the instrument flagged these results. A manual differential performed on the same sample generated lower mo% and higher ne% results. Results were not reported outside of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.